Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia the customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was treated with manual injection. Customer stated symptoms related high blood glucose value was nausea and vomiting. Customer did allege insulin pump for under delivery of insulin because high blood glucose. Customer stated drive support cap appeared to be normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The device will not be returned for analysis.